Event description:
It was reported that a cartridge alarm occurred during load sequence and insulin delivery with multiple cartridges. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.